Event description:
It was reported that the patient presented to the emergency department and in-clinic interrogation of the implantable cardioverter defibrillator (ICD) device showed an increase in the right ventricular (rv) and right atrial (ra) leads capture threshold, as well as increase and decrease of the rv pacing impedance, maintaining in-range measurements. Dislodgement of both leads was confirmed by x-ray and twiddlers syndrome is suspected by the physician. As a result, tachy therapy was programmed off while waiting for the leads revision procedure. Both the ra and rv leads were explanted and replaced. No additional adverse patient effects were reported. The leads are not expected to be returned for analysis.